Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2003 as replacement of the shaft and replacement of the inlay of the right hip joint. On (B)(6) 2002 primary implantation of an s-rom shaft of the right hip joint for implantation. 2002: coxarthrosis right 2003: infection with shaft loosening on the right. Doi: (B)(6) 2022. Dor: (B)(6) 2003.

Event description:
Additional information received indicated that there was a septic loosening. Surgical delay was not possible to judge at the moment. But estimated about 60 min because of the change of the stem. The whole revision surgery took 2 hours and 20 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the photographic evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number and product code were provided for this device.